Manufacturer narrative:
A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. The guidewire returned with a fractured ribbon. The ribbon protruded from the coil for 1.9cm, starting at approximately 5.3cm from the distal tip. The coil and core remained intact. There is a 2.8cm portion of overstretched coil starting approximately 2.5cm from the distal tip, ending at 5.3cm from the distal tip. There are two bends present approximately 0.3cm and 0.5cm from the fracture point on the ribbon. The portion of the ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon broke right at the weld. There is evidence of necking on both sides of the ribbon fracture point, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is below the expected levels for the complaint. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (instructions for use) precautions section: - prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Event description: per cnf, it was reported that: [?]event: guidewire stuck [?]when did it occur?; during procedure [?]what type of guidewire was used?; starter [?]if the guidewire was a bsc device, what was the lot or j-pos number?; 8451045 [?] Was a new guidewire used to continue the procedure or was the same guidewire used?; new guide wire [?]was the guidewire able to be removed normally?; no [?]was there any resistance during manipulation of the guidewire?; yes [?]was the guidewire moved in and out of the catheter several times?; stuck after several times in and out [?]how many acts at the time of the stuck of blood clotting time ?; 350 [?]please provide details on how this occurred; there was resistance and stuck when trying to insert the guidewire into the catheter during the difference in movement between fapulse flower type and pvs. Physician comments: patient outcome: no patient injury infected: no generator/controller: unknown ablation catheter used: unknown other used: unknown. As reported device codes: 1457: entrapment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions.